Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. The unit powered on and off as expected.  As a precaution the device's battery pins were replaced. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off and then back on again by itself each time when the coded summary button was pressed.   There was no patient use associated with the reported event.